Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user became confused during an infusion set change, entered a fill tubing sequence with a 7-unit fill, tore off a contact detach infusion set, and was unable to disconnect the old tubing, after which assistance was provided to complete a new site change and resume insulin delivery. Symptoms included hyperglycemia with blood glucose up to 316 mg/dl and earlier to 230 mg/dl for about thirty minutes, without loss of consciousness or other acute effects. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no suspension of insulin delivery through the device. Investigation included customer interview and guided troubleshooting with education on proper site change and fill procedures. Investigation of this case revealed user handling difficulty during site change with no device alarms or malfunctions observed, and the device resumed normal operation after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.